Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead may have perforated the heart during implant. After implant, the patient was showing signs of pericardial tamponade. The patient had a pericardial window performed and is stable.